Event description:
Event description boston scientific received information that this hospitalized pacemaker patient's threshold measurements rose considerably during the night, to 4.0v at 1.0ms.. There was a loss of capture for 3-4 beats at a time, due to the lower amplitudes and the increased threshold measurements. The lead impedance measurements were fine, as was the chest xray. The patient's electrolytes were cosiderably abnormal and the patient had a number of other medical issues that were being addressed. The pacemaker was working fine. The field representative (fcr) called technical services to discuss this situation, and inquired as to what stat pacing was.